Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not holding the speed reducer device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a hole in the hose near the muffler, failed safety assessment (ran in the load position) and had low rotations per minute (rpms) (74,594 should be at least 75,000). It was observed that the locking components were damaged and the vanes were worn out causing the low rotations per minute (rpms). It was further determined that the issue with the vanes were consistent with normal wear over time. It was further determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with an assembly tooling issue. It was determined that the issue with the locking components was consistent with trying to run the device in the load positon or by pushing on the disconnect sleeve while the device was running (user error). The assignable root causes were determined to be due to user, error (component damage), worn out motor components from normal use and servicing over time, and improper assembly / manufacture (hose damage). The manufacturing fixture issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device did not hold the speed reducer device. During in-house engineering evaluation, it was observed that the device had a hole in the hose near the muffler, failed safety assessment (ran in the load position) and had low rotations per minute (rpms) (74,594 should be at least 75,000). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during pre-surgery testing on (B)(6) 2016. A spare device was available for use. There was no patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.